Event description:
The surgeon reported the cannula and the luer adapter came off the syringe during use. He stated this has occurred several times. There has been no patient impact associated with these event.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. The proper device assembly procedure per the directions for use (dfu) was reviewed with the facility. This report was mailed to FDA on: 09/05/2008.